Manufacturer narrative:
Device manufacture date not available at time of this report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The illuminator current is moving in and out of range. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that stealthstation s7 system spectra camera has a fault. The illuminator current measured lower than recommended operating current. There was no pt present.